Event description:
Report received for an undocumented number of undocumented incidences of cassette alarms. The tubing sets were set up in the intensive care unit to infuse unspecified solutions. Reportedly, the pumps would initiate self-tests and then sound audible alarms and display the message: "door/cassette". There were no reports of adverse pt effects or delay of critical therapy.